Manufacturer narrative:
"Two attempts were made to reproduce the reported event using different setups. The first attempt utilized the minimed mobile app (software version 1.3.2) installed on a huawei mate 20 pro (android 10, emui 11) with a 780g mmt-1885 pump (software ver. 6.7v.3). However, this attempt was unsuccessful in reproducing the event. The second attempt involved the use of the minimed mobile app (software version 1.2.1) installed on a huawei p30 (android 10, emui 12) with the same 780g mmt-1885 pump (software ver. 6.7v.3). This attempt was successful in reproducing the event with a 100% reproducibility rate. App performed as expected per specification (ble connect mobile application and pump spid, (B)(4) ). However, the requirement, (B)(4) (item 3402296) was not working as expected since pump design specification, (B)(4) (item 2509876) was not met. App behaves as expected: supervisor timeout cases were considered as connections to be lost. After disconnection app performed auto reconnect attempts . All lost bonding cases were considered as loss of association with the pump (so that no further reconnect attempts occur). The esf number that corresponds to the reported issue is 3728273. The root cause of the issue is related to pump behavior which is recorded under this esf. This software anomaly was observed for huawei phones which were updated to emui 12+. There are some changes that cause an error in the pump pairing process. In conclusion, we recommended the following to the helpline team: the customer is advised to either update their huawei device's emui version to the latest release or wait for the new pump firmware to be released. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there's no communication of minimed mobile app with the pump. It was reported that the mobile device has got fitness app installed. Troubleshooting was done and suggested to delete the fitness app and still unable to pair the mobile device with the pump. It was unknown whether the customer will continue the use of insulin pump and it will not be returned for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Patient information cannot be provided due to regional privacy regulations.